Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cannula breaks probable root cause: design: inadequate material selection to support movement/manipulation by user. Cannula tubing thickness too small to support movement/manipulation by user. Cannula size or geometry does not promote proper visualization of joint. Excessively sharp tip of cannula damages tissue. Manufacturing: cannula not assembled, molded or machined to specification. Application: excessive force. Poor visualization through arthroscope. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. The piece was "retrieved".